Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred at the start of diagnosis procedure. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and identified that there was multiple post and image storage issues on ippc. Review of system log file confirmed malfunction of frontal ippc. The cause of the ip (image processing)pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ip pc and 2 image storage drivers by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an image storage issue. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.